Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis of the lead indicated that the helix of the lead was extrinsically compressed. The distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix compressed and with dried blood on the helix and within the sleevehead. (B)(4).

Event description:
It was reported that intraoperatively the patient's right ventricular (rv) lead helix would not extend within the right ventricle of the patient, and was confirmed with fluoroscopy. The helix was then tested out of the patient and continued not to extend. A new rv lead was then implanted and remains in use. No patient complications have been reported as a result of this event.